Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test after the customer had already replaced the battery cap in an attempt to resolve the issue. The customer stated that the new battery cap did not resolve the alarm. The customer's blood glucose was 150 mg/dl. The customer stated that the insulin pump alarmed many battery errors, including failed battery test and a low battery alarm after a recent battery change. She stated that the device depleted 7 sets of batteries in a week and the failed battery test recurred. She declined troubleshooting assistance and requested replacement of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.